Event description:
Complainant alleged that the autopulse resuscitation system will not turn on, when tried with several working batteries. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. The reported problem of the platform "not turning on" was not confirmed. Functional testing was performed with passing results. The reported complaint was unable to be replicated during functional testing. In addition the platform turned on/off with multiple batteries and ran for 10 minutes and no issues were observed. The platform performed as intended.

Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform revealed the top cover, battery compartment, front enclosure and the bottom enclosure were cracked. In addition, the battery lock was also found to be missing. The physical damages found during visual inspection are not related to the reported event of the platform not turning on. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 7/2008). Review of the archive data shows no sessions to have occurred on the reported event date of (B)(6) 2014. It was noticed that one of the load cells was not functioning properly during testing. Based on the investigation, the parts identified for replacement are the top cover, load cell single point, battery compartment, front enclosure, bottom enclosure, and battery lock. In summary, the reported complaint of the platform not turning on was not confirmed during functional testing. The physical damages found during visual inspection are not related to the reported complaint. Upon replacement of the damaged parts, the platform passed all testing criteria.

Event description:
Additional information was provided by the customer whereby it was indicated that this incident occurred while in use on a patient.